Event description:
Reporter indicated that pt has experienced an increase in seizure activity since vns implant. It was reported that when magnet use was successful in aborting a seizure, the pt has a large seizure several hours later. When magnet use was not successful in aborting a seizure, the pt's seizure lasts longer than usual. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.